Event description:
It was reported that this was a venous closure of the right common femoral vein (rcfv) using the pre-close technique via a 6f sheath prior to an ablation procedure. Reportedly, the first prostyle successfully preplaced a suture. When exchanging the sheath for a 0.038" x 50cm guide wire for the second prostyle, the guide wire embolized in the vessel. The operator held the sheath and guide wire together and advanced the sheath before removing the guide wire. The guide wire released and was embolized in the vessel. The guide wire was snared and retrieved via the left common femoral vein. The first preplaced suture was used to achieve hemostasis in the rcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Cine images were provided, and medical review was performed. The review details concluded the embolized wire can be confirmed from the cine images provided. However, a probable cause for embolization cannot be determined by the provided media. Based on the reported information there was no malfunction with the prostyle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 medical device problem code 2017 was removed.